Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to manufacturing date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive peeling around the objective lens was stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning. 4. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Figure 3.4 7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Figure 3.5 8. Wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an abnormal image issue while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive around the objective lens was found to be peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage of the charge-coupled device (ccd) unit; this caused the image to have roughness. In addition to the adhesive around the objective lens that was found to be peeled, the findings also included the following: the adhesive on the bending section cover had a chip; due to damage on ccd unit, the image had white dots, and the video connector case had a scratch. Additionally, the following device components were found to be scratched: bending section cover, switch button one (1), up/down plate, right/left plate, control unit, the grip, light guide (lg) connector, lg cover glass, video connector case and the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.